Event description:
It was reported that during a left internal carotid artery stenting treatment procedure, stent migration difficulties were encountered. The lesion being treated was a non-calcified, 95% stenotic lesion in a non-tortuous left internal carotid artery (ica). The reference vessel diameters were 5mm at the lesion site in the internal carotid artery and 7mm in the common carotid artery. The access puncture site was the right femoral artery. A continuous flush was maintained throughout the procedure; the lesion was not pre-dilated prior to stenting, and the physician didn't use ivus during the procedure. The carotid wallstent crossed the lesion smoothly. The customer stated that, "when carotid wallstent crossed the left internal carotid artery lesion and deployed the stent migrated to proximal part of ica lesion. Physician performed second carotid wallstent to covered first stent and the lesion." The stent did not dislodge from delivery system, but migrated immediately after placement to the proximal portion of the lesion, but did not fully expand the lesion. After the physician placed the second stent overlapping the first stent, he performed post-dilatation. The final result was well positioned and well apposed. The pt was asymptomatic during the procedure. No pt injuries or complications were reported. Pt status is reported as "stable."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.